Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a knife was used during a cataract surgery when a piece of steel detached from the knife and attached to the incision tissue. No patient harm or consequence was reported. Additional information has been requested.